Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient had an infection at the ipg site. It was noted that the old ipg incision site was opening and was still having drainage. It was also noted that the patient had difficulty charging the ipg. The infection was not device related and the cause was unknown. The patient went to the emergency room (ER) and underwent an explant procedure. The patient was placed on antibiotics and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.